Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 4 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 14:13pm on (B)(6) 2021, which is not sufficient time to replace the reagent. The station properties for bottle 4 were reset at 14:13pm on (B)(6) 2021, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 4 was to be set to the default value of 100%. The properties of the reagent in bottle 4 prior to these user actions were recorded in the instrument logs as: ethanol concentration=56.8%, cycles=73, cassettes= 5213, days= 87. Although a user affirmed in the gui that the ethanol concentration in bottle 4 (ethanol) was to be set to the default value of 100% at 14:13pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 56.8%, because bottle 4 had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 4 (ethanol), which had an ethanol concentration of 56.8% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of the "factory 12hr xylene standard" protocol started in retort a at 14:21pm on (B)(6) 2021, the "factory 12hr xylene standard" protocol started in retort b at 16:16pm on (B)(6) 2021 and the "factory 12hr xylene standard" protocol started in retort b at 11:53am on (B)(6) 2021. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 12hr xylene standard" protocol started in retort a at 14:21pm on (B)(6) 2021, the "factory 12hr xylene standard" protocol started in retort b at 16:16pm on (B)(6) 2021 and the "factory 12hr xylene standard" protocol started in retort b at 11:53am on (B)(6) 2021, from which the quality of processing of patient tissue samples would have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 14:13pm on (B)(6) 2021. Specifically, manual replacement of the reagent in bottle 4 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.

Event description:
The complainant contacted leica biosystems in relation to peloris rapid tissue processor serial number (B)(4) and the following information was documented: "poor processing" and "no error messages and no mix up of reagents". On (B)(6) 2021, the local leica peloris product specialist visited the laboratory to obtain further information regarding the circumstances involved in this complaint; and the following observations were documented: "we checked the unit and could see contamination in one of the the xylene bottles as described yesterday the customer. We could also see some "water" or formalin contamination in the wax bath. An incident report and full logs were pulled from the unit. These were checked and we could see three bottles were exchanged before the error. Bottle 4, bottle 15 and bottle 16. In the summary error by time log, we could see bottle 4 was only pulled out the unit for 3 seconds. This is not long enough to exchange the content. However in the log it says the content was reset to 100%. This was confirmed in data display where we could see the short time of bottle removal. We looked at the contamination in bottle 4. And we could clearly see this was heavily contaminated, despite only having 3 runs and 99% bottle purity. This seems to have been the root cause of the issues." The local peloris product specialist resolved the issue by cleaning the reagent lines with xylene, followed by ethanol and then cleaning xylene; replaced all the reagents on the instrument and performed system verification testing, for which all results were satisfactory. On 06 october 2021, the leica tac helpdesk engineer/field support engineer-pathology received the following information from the team leader: "so for [sic] their [sic] appears to be only one specimen that is completely unreportable..." An identifier, date of birth and gender were provided for this patient case.